Event description:
It was reported from (B)(6) that the on and off mode switch on the small battery drive (collibri) device was jammed. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure. There was no spare device available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the coupling tool side was seized, jammed, moving heavy, bent, broken, and blocked. It was further observed that the bearing was worn out, the on/off/osc switches were blocked and the controller was worn on the selection position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate